Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 30. Details of surgery: ridge augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling and inflammation. No further patient complications were reported.